Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/pt and alleged that a one touch ultramini meter was showing previous readings when she was trying to perform a blood sugar test. The medical affairs specialist spoke with the pt and verified the following info. The pt's son mentioned that the pt had bought the reported meter two to three weeks before he called lfs and reportedly could not use it regularly on a back-up meter during the issue, but that meter would not work sometimes. She was reportedly taking regular amount of insulin during the issue. On the same day at around 6:00pm, the pt was reportedly feeling sweaty. Her blood sugar was tested on a back-up meter and obtained a reading of 65 mg/dl. She ate and drank something and felt better. The pt was unable to recall whether she was able to test her blood sugar that day prior to developing the symptoms or not. The customer service agent (csa) was able to resolve the issue by training during troubleshooting. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt reportedly developed a symptom indicative of hypoglycemia and had to administer food and beverage to treat her symptoms after the reported issue started. It is unk whether she was able to test her blood sugar on the day of the event prior to developing the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject product for eval, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.